Manufacturer narrative:
The engineering evaluation performed stated that the most likely underlying cause was likely the result of patient factors that led to poor bone quality and hindered osseointegration.

Event description:
Revision of hip due to failure to osseointegrate, subsidence, and loosening.